Event description:
Additional information reported the patient had a decubitus ulcer on the right buttocks, near the pump pocket. It was determined there was not an infection but an ulcer, possibly related to excess pressure from the pump. The medication was adjusted; augmentin. The device was surgically repositioned by moving the pump pocket, on (B)(6) 2013. A culture of the wound was also done. The results were reported as "positive rbc's, no organisms seen, no pmns and no growth."

Manufacturer narrative:
Concomitant medical products: programmer: model: 8835, serial# (B)(4). Catheter: model: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unknown. (B)(4).

Event description:
It was reported that there was a "wound developing at lower edge of pump site resembling possible (B)(4) vs. Pressure ulcer". They were unable to aspirate fluid at the pocket site. Interventions have included: medication adjustment, specific medication, does, and route of administration. The patient was being infused with morphine and bupivacaine via the pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the outcome was resolved without sequelae on (B)(6) 2013.